Event description:
Information received from the field notes that the patient was brought to the hospital 21 days post implant reporting fainting spells and not feeling well. A four second pause was noted on the surface ecgs. The patient was in atrial flutter at a rate above 200 bpm and had intermittent conduction at 100 bpm in the ventricle. Evidence of tamponade was noted. The device was subsequently replaced.